Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6- the verse correction key (p/n: 199721000, lot #: 261748) was returned and received at us cq. Upon visual inspection, the distal threads of the poly lock (p/n: 887010007) were observed to be broken and the broken threads were returned. There were scratches on the device but have no impact on the device functionality. No other issues were observed with the returned device. The complaint condition is confirmed for the verse correction key (p/n: 199721000, lot #: 261748). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: the DHR of product code 199721000, lot 261748, was reviewed and no non-conformances were observed during the manufacturing process. The product was released on november 14, 2019. The DHR was electronically reviewed.,the DHR of product code 199721000, lot 261748, was reviewed and no non-conformances were observed during the manufacturing process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was not returned. A photo-investigation was performed". During investigation, the image was reviewed and threads were observed to be broken on the device and inner screw was missing. No other issues were apparent and observed to the unknown device, as the design and features were unknown. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The complaint condition was confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: the DHR of product code 199721000, lot 261748, was reviewed and no non-conformance's were observed during the manufacturing process. The product was released on november 14, 2019. The DHR was electronically reviewed. Device history batch: null. Device history review: null. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, a revision surgery was performed on a patient who already has instrumentation in the spine previously performed with the expedium verse system. Change of the closing bushing is going to be made but when the new double-pass bushing of equipment number 41025075 is placed, it is damaged. Procedure was successfully completed without surgical delay, patient outcome is unknown. This report is for one (1) expedium verse spine system verse correction key 5.5 this is report 1 of 1 for (B)(4).